Event description:
It was reported that the pt states that she has been experiencing excruciating pain for the past 10 months. One day, she bent over and experienced a sharp major pain in her hip and has been in pain ever since. She says she consistently has pain when she attempts to rise from sitting and is unable to go up and down steps. She now has an unusual gait when walking due to the pain and weakness in her leg. Previous x-rays of the right hip have shown the implant to be intact according to her doctor's reporting. She was referred to the local pain clinic and was twice given cortisone injections. She says the injections have not relieved her hip pain. She has a prescription for hydrocodone. The surgeon's office is scheduling her for testing and an office visit next week.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.